Event description:
The manufacturer received information alleging that a trilogy ev300 device failed the pre-test active exhalation verification pilot test during the implementation of a field change order. There were no allegations of patient harm, and the device was not in patient use at the time of the event. During evaluation at a third-party service center, there was no documentation identifying which component would be required to resolve the issue. The third-party service engineer documented that the customer requested cancellation of the case. No repair was completed, as the customer declined service and confirmed that their in-house technician would perform the repair. A final report is being submitted. If new information becomes available following completion of the device repair that changes the outcome of the investigation or impacts medical device reporting, a follow-up or supplemental report will be submitted.

Manufacturer narrative:
The reported failure of pre-test, active exhalation verification; pilot is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution